Event description:
It was reported that the asymptomatic patient presented for post-implant check with multiple episodes of auto mode switching due to noise on the atrial channel. The lead had an insulation anomaly which was repaired. Oversensing during automated rv lead impedance check resulted in the mode switching. The auto mode switch alerts were programmed off, and the patient had no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.